Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service found the pcb had no sound/buzzer.¿ the unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported an error with the unit. Upon triage, the service technician found that the unit had no sound/buzzer.